Manufacturer narrative:
Additional information provided in b3, b5 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received confirming that the planned surgery was pars plana vitrectomy surgery with membrane peeling. The surgery was completed on the same day using a new forceps with no contact and impact on patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during surgery an ophthalmic forceps was found defective and fell apart during a surgery. Procedure details and patient impact were not reported. Additional information has been requested and none received till date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The provided image shows the tyvek foil with the lot information and the instrument. The instrument shows macroscopic sign of damage, namely that the guide sleeve (green part) and the cover sleeve (black part), were fell apart. This confirms the customer¿s complaint. It is clear to see that the part exhibit traces of adhesive, that show the guided sleeve was originally bonded to the cover sleeve as specified but that bonding connection failed. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint it cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).